Event description:
It was reported that the customer experienced a blood glucose (bg) level of 26 mg/dl. Data review by tandem technical support showed that the customer had received an after bolus bg reminder, and then requested a 15 units bolus while their bg was 153 mg/dl. The customer received a max bolus alert and proceeded to deliver a 10 unit bolus. Bg was addressed via consumption of glucose tablets and carbohydrates. The customer was instructed to consult with healthcare provider regarding bg level.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.